Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, serial number label missing, cracked battery tube, cracked battery tube threads, damaged display cover, cracked lcd window, pillowing overlay, cracked overlay, overlay peeling and overlay torn. Customer has returned pump due to a cracked battery compartment. Cracked battery tube threads and cracked battery tube confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment and button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.